Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose was 500 mg/dl. The customer was treated with insulin pump. The customer stated that the alarm was resolved by reservoir change. The troubleshooting was performed. The customer was advised that we would replace all the reservoir and return current reservoir to (B)(4). The customer was advised if issue occurs with current reservoir and set to revert to back up plan until replacement reservoir arrive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).